Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving bupi vacaine (8mg/ml concentration and unknown dose), unknown morphine (3mg/ml concentration and 0.7995mg/day dose), droperidol (375mcg/ml concentration and unknown dose), and ketamine (974mcg/ml concentration and unknown dose) via an implantable pump. The indication for use was spinal pain. It was reported that the rep stated that the secondary drugs in the programming have been wrong since (B)(6) 2022. Rep stated that the ketamine is at 974 mcg/ml whereas it should be 375 mcg/ml. Rep stated droperidol is at 375 mcg/ml but should be 974 mcg/ml. The manufacturer's technical services specialist (tss) was able to help rep to figure out what the dose would be with switching them back and using the full rate of the morphine. Tss reviewed that the ketamine would be 99.937 and drop would be 259.571. Rep stated that the patient is not with them and that the patient's next refill is on (B)(6) 2023 and that's when they will correct these secondary drugs to the correct concentration. Rep stated the patient had no therapeutic issues and has been happy with the therapy. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID a810, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.